Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a missing serial port cap and contamination within the serial port and the driveline connector port of the controller. These are additional findings not related to the reported event, which can most likely be attributed to the handling of the device. Additionally, visual inspection revealed contamination within both power ports of the controller. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the event log file revealed ten (10) controller power up events with associated motor start events logged between (B)(6) 2021, indicating losses of power to the controller. The controller was without power for an average of nineteen (19) seconds. Momentary disconnections were recorded leading up to several losses of power. The associated power sources had been lubricated prior to release. As a result, the reported losses of power event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins, and/or contamination within the power ports of the controller, likely due to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple double disconnects while power sources were plugged in, resulting in unexpected power losses to the controller. The controller has been exchanged. No patient complications have been reported as a result of this event.